Event description:
A customer reported she was having headaches because her blood sugar was high, but her meter read lower. Caller further reported receiving a reading of 123 mg/dl on her freestyle lite blood glucose meter which was lower when compared to a reading of 143 mg/dl obtained from a healthcare facility's unknown brand of meter within 10 minutes of each other. Customer further reported self-presenting to a local healthcare facility where she was diagnosed with hyperglycemia and treated with an unknown amount of insulin, which was a change to her normal medication regimen. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The reading the customer reported was found in the meter's memory.